Event description:
International affiliate reports the resin appeared cloudy and did not solidify normally during a surgical procedure. Surgery was extended an additional 1/2 hour until the resin set.